Manufacturer narrative:
The customer¿s report of fluid remaining in the bag was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log indicated an infusion of 999 ml/hr occurred on (B)(6) 2015 instead of the reported event date of (B)(6) 2015. At 9:05 pm the user programmed the pump module as a basic infusion at 999 ml/hr with a vtbi of 1000 ml. The module infused for approximately 50 minutes and then was manually powered off at 9:56 pm. The recorded primary volume infused was 836.27ml. Rate accuracy testing was performed and found the device to be infusing within specification with no issues or anomalies. The root cause of the reported event was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they were infusing normal saline at a rate of 999ml/hr via central line; after one hour the amount infused was approximately 500ml. There were no alarms to indicate any trouble with the infusion or obstruction. No harm to the patient was reported. The biomed ran a rate accuracy test and said it was "on the low side", but still within spec. A rate calibration was done after the accuracy test.